Event description:
Pain on right breast since implantation. Continuous feeling of anxiety, dizziness, nausea, and tiredness. On (B)(6) 2018 started feeling disoriented and forgetful for the day of going to the hospital, 103 degrees fever. Vertigo, muscle pain and stiffness at the joints and neck. Was given anti-inflammatories, high doses of antibiotics by mouth and IV. Tylenol helped with the fever for the next 3 days. Went back to surgeon and he suggested to do another capsulectomy and replace the implant to remove capsule. Surgeon disregards my neurological symptoms and fever as being caused by the implant.